Event description:
The display was not functioning properly. They were seeing shadows of some of the segments when they weren't being used. After further review, over the phone, it was determined that their display was not functioning properly. The customer was asked to return the meter for evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions or concerns.